Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric procedure, the trocar leaked during a "gastric banding". The air could be heard coming out, but where was unclear. A 185 liter co2 used. It is unknown how the procedure was completed. There were no adverse consequences for the patient.